Event description:
It was reported that the customer experienced low blood glucose levels. It was stated that the insulin pump gave a low reservoir alarm even though the customer didn't feel it was time. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer reported a damaged drive support cap. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.